Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported the audible alarm was not generated when the emergency department patient desaturated to 40%. It was indicated the baby had turned blue. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The rse logged in remotely and reviewed the clinical audit logs. According to the clinical audit logs, a 3-star desaturation alarm occurred on 17:38 which was acknowledged on 17.39. During this acknowledge time, the saturations went to a yellow alarm state before ending. Because the alarms had been acknowledged, the yellow alarm was paused for 2 minutes. The alarm sounded again after the 2 minute pause, at 17:41. The clinical audit logs and the configuration file were reviewed by a clinical application specialist (cas). The cas determined the alarm was configured to pause the alarms for 2 minutes after acknowledgement. It has been determined the device operated as intended and alarmed correctly. The customer has been provided information about alarm behavior and configuration changes have been made to reduce the alarm pause from 2 minutes to 1 minute. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the audible alarm was not generated when the emergency department patient desaturated to 40%. It was indicated the baby had turned blue. The patient was discharged later the same day and is expected to fully recover.